Event description:
It was reported hand piece for the battery powered driver was malfunctioning due to water getting into the unit. Reportedly when the battery was plugged into the back of the unit the motor just continually ran and could not be stopped. The device did not malfunction during surgery while being used on patient. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: gxl. Device is an instrument and is not implanted/explanted. Service history review: lot #005232 a service history of the past three years has been reviewed. The item was previously returned for service on (B)(4) 2014 for an upgrade. The customer called in a service request for this item on (B)(4) 2014 and reported the device runs continuously. The previous service condition of the device was returned for an upgrade is not relevant to the current complained issue of the device runs continuously. The manufacture date of this item is 26-jun-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed the repair technician reported the motor was running slow. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2014. The evaluation was confirmed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.